Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The reason for the return was duplicated. The drive coupler was replaced to correct the complaint. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the motor drive unit was noisy. It runs continuously when powered up with nothing attached to the pneumatic. Another like motor drive unit was used to complete the procedure with no adverse patient consequences.